Event description:
Unomedical reference number (B)(4). Event occurred in united states, on 20-apr-2024, it was reported that patient faced infusion set cannula bent event on 23-apr-2024. The event occured on day 2 of use and infusion set was in use for 2 days. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states.